Event description:
It was reported to philips that the ac led indicator failed to illuminate on the device and the installed battery subsequently did not charge. It was further noted by the customer that the ac module also made a loud humming noise when powered on. There was no patient involvement.